Manufacturer narrative:
Device history review was completed on the reported lot v2e120. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned due to which a root cause could not be determined. We will continue to monitor for complaint trends. A cross-functional team has been established by cardinal health to closely monitor burst complaints.

Event description:
Customer reported that they have had hot packs that burst while staff is attempting to activate. There have been no injuries reported. No further information, clinical data, or patient demographics were provided when requested.